Event description:
A home patient's nurse reported that a home patient had a minicap fall off her transfer set. The minicap came off the home patient's transfer set on an uknown date. The home patient's nurse stated that the patient presented to the emergency room with nausea, abdominal pain, cramping, cloudy effluent and overall weakness in 2005. Cultures and cell counts were performed at that time and the patient was diagnosed with peritonitis. The patient was hospitalized for two days. The patient was treated with vancomycin 1g, intervenous (IV), once every 48 hours, cephamine 1g, IV, once every 48 hours and gentamycin (dosage unk), intraperitoneal (ip), twice daily during her hospitalization. Once released from the hospital, the patient was treated with cypromax 500mg, orally once daily for 10 days and vancomycin 3g, ip once weekly for three weeks. The nurse stated that the home patient has no known break in aspectic techniques, however, technique is suspected to be the root cause of this peritonitis episode. Per the home patient's nurse the patient has recovered.